Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (concentration 10mg/ml; dose 3mg/day) via an implantable infusion pump. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. During pump refill, the managing physician was unable to access the refill port to refill. A pocket revision took place at which time it was confirmed that the pump was flipped. During the pocket revision, the physician tested the catheter via a dye study as a routine check and could not see dye in the intrathecal space. The physician decided to replace the entire catheter. The device issues were resolved. No patient symptoms were reported. Patient status at the time of the report was alive with no injury.